Manufacturer narrative:
During preventative maintenance (pm) performed on (B)(6) 2023, the autopulse platform (sn (B)(6)) failed the load cell characterization test. The root cause for the observed failure was a failed load cell, likely attributed to a failed component or mishandling, such as a drop, as both load cells were replaced in (B)(6) 2023. Upon visual inspection, a worn belt clip retainer was observed, likely attributed to wear and tear. The belt clip retainer was replaced to remedy the issue. The autopulse platform was manufactured in (B)(6) 2007 and is 16 years old, well beyond its expected service life of 5 years. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as load cells module 1 was over-reporting. The defective load cell module 1 was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
During service on (B)(6) 2023, the autopulse platform (sn (B)(6)) failed the load cell characterization test. No patient involvement.